Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip kept getting stuck when using the medium-large clip applier instrument. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: no additional information was provided.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.